Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages and can connection status.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (can connection status, ¿add gel/replace belt¿ messages) was confirmed due to the electrode belt ECG "c&d" cable being severed, damaging wires in the cable. The belt did not pass detect and treat testing. The black and yellow gel fire wires were also broken, causing the ¿add gel¿ messages. The root cause for the cut cables was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.